Manufacturer narrative:
(B)(4).

Event description:
Information received reports the ins was changed in 2009 and afterwards the patient complained the effect was not good. It was felt the "muscular tension" was very high and several attempts at reprogramming were unsuccessful. When the physician "pressed the external ear connector, it was controlled and the impedance was lower". The problem happened again and the impedances reached >37000 ohms and muscular rigidity happened again. During revision surgery the physician found the connector was not good.